Event description:
It was reported via repair work order that the patient left support bracket was broken on this stair chair and as a result, the chair would not lock in the open position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.